Event description:
It was reported that the patient's implantable neurostimulator (ins) was replaced due to a malfunction. It was reported that the patient had a "burning" sensation in her chest and the ins was replaced on (B)(6) 2011.

Manufacturer narrative:
Concomitant products: product ID 3387-40, lot# v000625, implanted: (B)(6) 2006, product type lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type extension. (B)(4).